Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4); belenj4 customer concern: customer calling for assistance; 2 or 3 times of having problems with the pump; has been receiving requests to rewind the pump; (B)(4); power error received (B)(4): power error detected explain the internal power source in the pump is unable to charge. The pump is operating on the aa battery only. Was customer able to successfully clear the alarm?: yes was customer able to complete pump rewind?: yes has pump been exposed to extreme temperatures below 41°f (5°c)?: no did customer call previously to report power error detected ?: yes did power error detected recur within a week of troubleshooting of the previous occurrence?: yes advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: yes will the serialized device be replaced?: yes inform customer about product replacement policy.

Manufacturer narrative:
Retainer ring = black. Device passed displacement test, active current measurement. Device failed sleep current test due to connector resistance electrical board 1. Device successfully downloaded to thump. Device downloaded history analysis confirmed the insulin pump alarmed insulin pump error alarm on may 26, 2022 at 03:00:00.000, power loss alarm on may 25, 2022 at 07:33:05.000, replace battery alert on may 26, 2022 at 22:00:00.000 and replace battery now on may 25, 2022 at 02:31:00.000. The power management graph confirmed insulin pump error alarm and low battery alert were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly. The following were noted during visual inspection: end cap address label fading, pillowing keypad overlay and minor lcd display window scratches. The device downloaded history analysis confirmed the insulin pump alarmed insulin pump error alarm on may 26, 2022 at 03:00:00.000 due to connector resistance electrical board 1. Unexpected battery power loss confirmed due to connector resistance electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.